Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer was not experiencing an occlusion alarm at the time of the report. Reportedly, customer would change out cartridge and infusion set when alarms occurred. Customer thought that blood glucose level might be high.